Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received 2019-oct-07 from a consumer regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient "kept having to go to the bathroom." They checked the settings on the patient programmer and noticed the "ins battery low" icon. The patient replaced the patient programmer batteries and adjusted stimulation settings. The patient used their manual to conduct troubleshooting. The ins battery icon showed decreased battery level since the event date, and was less than 25% at the time of the call. Patient confirmed that ins is on and patient programmer battery level is full. Patient services reviewed that ins is still functional and providing therapy. Patient will monitor symptoms and follow up with their physician. On 2019-oct-22 information was received from the healthcare professional (hcp) in response to a follow up request: the battery was depleted, unit malfunctioned after 5 years and battery was replaced. No further device issue alleged / identified.